Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts returned to the manufacturer for analysis. Manufacturing date was unavailable at the time of filing. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the image loaded onto the system was shown with a few huge spaces. Manufacturer representative confirmed that exam was made to protocol with slice thickness=1.2mm. The exams were loaded onto a different system as part of trouble shooting, and the exams loaded correctly. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: device manufacturing date updated. If information is provided in the future, a supplemental report will be issued.